Event description:
A surgeon reports that an intraocular lens (iol) was explanted due to uveitis, glaucoma and hyphema (ugh) syndrome. The association between this event and the iol is not known. Additional information has been requested.